Event description:
It was reported that a patient underwent a sling procedure for the treatment of stress urinary incontinence in 2008. In (B)(6) 2013, the patient was referred to the physician for fibroma uteri and pain. Upon exam, mesh exposure was noted at 1cm under the urethra and over 0.5 cm through the vaginal mucosa. The patient had no pain by palpation. The patient underwent a procedure on (B)(6) 2013 for removal of the exposed/eroded mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.